Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-4316, lot #: 20018156 description: next generation anchor kit-sterile; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. A review of the sterilization record documentation. For the devices were found to be satisfactory.

Event description:
A report was received that the patients lead was coming through and was exposed in the midline cervical area. The patient was prescribed with vancomycin via intravenously. The physician did not believe it was device related. The patient underwent an explant procedure.